Manufacturer narrative:
"Complaint summary: helpline support team reported that user has been uploading data to carelink successfully however there are not seen in the upload history in carelink personal application. Investigation/testing summary: an attempt was made to reproduce the issue by trying to view the user account in carelink support application and observed that the issue was reproducible. For further investigation , we created an internal jira ticket for the carelink development team for further investigation. The software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is that the data uploads where made from the device model numbers which were from non whitelisted model. Analysis summary: the carelink development team investigated the issue and determined that the device used for data uploads had non-whitelisted model numbers. They resolved this by updating the device model number for whitelisting through a configuration change. After the fix, the user was instructed to reinstall the app and resume uploading. We also confirmed with the user that recent uploads were appearing in the carelink application and that the reports were displaying the data correctly. Esf number: afc code: fb36af configuration issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced report anomaly and report generation error. It was also reported that data missing from simplera. No reports can be generated since the patient had simplera. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.